Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image became snowy during unspecified procedure involving an olympus video system center. The customer did not suspect any probable cause of the snowy image. The procedure was completed with an olympus back-up device. There was no patient injury reported.